Manufacturer narrative:
(B)(4). The halberd guide wire was returned for evaluation. The coil was found detached from the tip solder to expose the inner coil underneath. The fracture end of the coil was flat and twisted, indicating that the cause was torsion generated when the coil had become loosened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with continuous torquing manipulation had most likely contributed to detachment of the coil on the returned guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being stuck in the heavily calcified cto. Consequently, detached coil made the guide wire difficult to be removed from the concomitant 0.014 inch microcatheter. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: removal difficulty of guide wire. Breakage of the guide wire.

Event description:
It was reported that there was difficulty to remove a 0.014 inch asahi halberd guide wire during a percutaneous peripheral intervention to treat a heavily calcified chronic total occlusion (cto) in the superficial femoral artery. The guide wire was used with an asahi corsair armet microcatheter (compatible with 0.014 inch guide wires) when the guide wire became stuck. A 0.018 inch compatible microcatheter was delivered for wire exchange and the stuck guide wire was removed. The procedure was successfully completed with reestablished blood flow. The patient was fine after the procedure an there were no adverse patient effects associated with this event.